Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "does not function the channel 1" was confirmed by baxter quality engineering as a broken door latch on pump 1. The cause of the broken door latch was undetermined. The pump 1 door latch was replaced to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that does not function on channel 1. Baxter quality engineering determined the reported condition to be a broken door latch on pump 1. It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.